Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Report from customer with positive culture below with the corresponding cfu and dates of culture: (B)(6) 2021: 1-10cfu environmental gram negative rod. (B)(6) 2021: 1-10cfu environmental gram negative rod. The suggested event was positive culture test of the subject device. Nonconformities of the subject device were confirmed from device evaluation , however, it cannot judge whether they affected the suggested event or not. Review of DHR (device history record) showed that the subject device was shipped in accordance with specifications. The root cause of the suggested event cannot conclusively identify. Relation between the suggested event, positive culture test, and the subject device: it could not confirm relation between the event and the device by considering the following investigation result. ·growth of microorganism was confirmed from culture testing by the user after reprocessing. ·reprocessing process at the user facility is unknown. Culture test on the subject device was not performed by sbc (service business center) . Therefore, sbc was not able to confirm generation of microorganism. In addition, the cds checklist was requested, despite good faith attempts made, no response was received from the customer. Performance of reprocessing on the device is secured in the following reports by reprocessing appropriately in accordance with IFU (instruction for use) . (Cleaning/disinfection/sterilization). IFU (instruction for use) states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The customer culture results reported the device tested positive with aurantimonas altamirensis and environmental gram negative rod. High level disinfection was performed according to genca guidelines and sent to service center, olympus australia for assessment and repair. Device return evaluation found the following: connecting tube, control unit, sc (scope connector) case were found dirty. Service noted user handling issue. Distal end replacement and sc case replacement recommended. No other fault found. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported the device failed 3 consecutive microbiological test. The issue was identified during routine testing of the scope. The device was withdrawn from use. No patient consequences were reported for the previous colonoscopy procedure. There was no patient harm or impact associated on this reported event.